Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient desaturated while using a synclara vest. During synclara use, the patient¿s oxygen saturation level dropped into the 50¿s. Synclara therapy was stopped. The patient was placed on their home ventilator with supplemental oxygen 1lpm by the home nurse. The patient¿s spo2 quickly increased above 90%. After retraining, the patient had no further desaturation episodes. There was no report of device malfunction. No further information was available at the time of this report.